Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that low priority alarm 30176 occurred on an amia automated pd system during peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The renal therapy service agent discussed continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and evaluated for the reported issue of air in the line. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log was also reviewed and it noted the presence of the low priority alarm 30176. An external inspection was performed and no problems were found related to the reported condition. A short simulated therapy was performed and was completed successfully without any delays or alarms. The reported event was verified through the event history log review, but was not duplicated during the complaint evaluation. The reported issue of a 30176 alarm (too much air pulled from source) is caused by conditions outside of the device not duplicated during the complaint evaluation. The direct cause of the problem could not be determined. Service action was not required. Should additional relevant information become available, a supplemental report will be submitted.